Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid right coronary artery (rca). When attempting to place the 3.00x28mm taxus express2 drug eluting stent, the physician experienced difficulty crossing the lesion. The physician noticed the stent moved on the balloon when he pushed it forcibly. The stent delivery system was removed from inside the patient. The procedure was completed with another taxus stent. No additional patient complications were reported. Patient status reported as "good."